Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No moisture damage found inside the insulin pump. Passed a21 error test. No a21 alarm noted. Minor scratched display window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, broken belt clip and missing end cap sticker noted.

Event description:
The customer reported that they accidentally dropped the insulin pump in a bucket of water. The customer's blood glucose was 162 mg/dl. There was no moisture visible in the device. The customer stated that the insulin pump sent an alarm after the water exposure and the keypad was unresponsive. The customer was advised to discontinue the use of the device and to revert to a back-up plan. Nothing further was reported.